Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to manufacturer that the physician was experiencing difficulties with the hand held staying fully charged. A new programming system was sent to replace the non-working system. The non-working device has been returned to manufacturer and analysis is underway.